Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. It was also reported that an o-ring was on the pneumatic tap. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 221 mg/dl.